Manufacturer narrative:
Additional information was received documenting the repeat testing was performed on (B)(4) 2013. The event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Evaluation of the calibration and qc did not indicate a reagent issue. It was noted the analyzer performance data contained analyzer alarms which may have been caused by bubbles on the sample or a defect of the sampling mechanism.

Manufacturer narrative:
This event occurred in the (B)(6). Information concerning the specific part number involved in this event was requested, but was not provided.

Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample. The initial result was 1.79 pmol/l. The repeat result was 5.14 pmol/l and was believed to be correct. Both results were reported outside the laboratory. The patient was not adversely affected. The ft3 reagent lot number and expiration date were requested, but were not provided.